Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient¿s peritonitis. Based on the reported information, the exact cause of the peritonitis cannot be determined. However, there is no allegation nor any objective evidence that a device malfunction or product deficiency with the liberty select cycler/liberty cycler set was associated with the event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the reported information, the peritonitis is likely associated with a breach in aseptic technique during the pd exchange as the patient has a known history on non-compliance. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis there were no reported allegations that the event was caused by a malfunction or deficiency with fresenius products. In an additional follow-up call, the patient¿s pd nurse confirmed the reported event. It was reported during hospitalization the patient had a pd culture obtained but the results are unknown. The nurse stated the patient was treated with antibiotic therapy (unknown medication). The patient remained in the hospital when follow-up was completed. The nurse stated the patient did not have any fluid leaks or any issues with fresenius products in relation to the peritonitis. The nurse stated the patient has a history of noncompliance and that it is suspected the peritonitis event was caused by a breach in aseptic technique during the pd exchange. No further information was available.

Event description:
A nurse reported that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis there were no reported allegations that the event was caused by a malfunction or deficiency with fresenius products. In an additional follow-up call, the patient¿s pd nurse confirmed the reported event. It was reported during hospitalization the patient had a pd culture obtained but the results are unknown. The nurse stated the patient was treated with antibiotic therapy (unknown medication). The patient remained in the hospital when follow-up was completed. The nurse stated the patient did not have any fluid leaks or any issues with fresenius products in relation to the peritonitis. The nurse stated the patient has a history of noncompliance and that it is suspected the peritonitis event was caused by a breach in aseptic technique during the pd exchange. No further information was available.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. The alleged event is confirmed since the incident was caused by the user.